Manufacturer narrative:
The device was returned and evaluated. The alleged thermal event was not product related.

Event description:
Dealer alleges unit caught fire while the customer was in unit.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Dealer alleges unit caught fire while the customer was in unit.